Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the mediastinal lymph node during an endobronchial ultrasound (ebus)procedure performed on (B)(6) 2017. According to the complainant, during the procedure the technician was unable to put the stylet back into the needle. The needle was removed from the patient and attempts to reinsert the stylet but failed. Additionally, the needle was noted to be bent at the distal end. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.